Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing due to electromagnetic interference (emi). No changes were performed. This device remains in service. No further adverse patient effects were reported.